Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 12/20/2016 that on (B)(6) 2016, that the patient experienced an adverse event. The sensor was inserted at the abdomen on (B)(6) 2016. Patient stated that they experienced a hypoglycemic event while the continuous glucose monitor (cgm) was displaying "???". At the time of event, patient was in a retail store establishment. The store staff found patient passed out on the floor and called for an ambulance. Paramedics arrived and treated patient with a glucose injection. Patient as admitted to hospital on (B)(6) 2016. Patient was treated with an IV insulin drip. At the time of contact, patient is stable. No additional event or patient information is available no product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4) common device name - correction-the g5 system is associated with product code pqf. Product code pqf is not currently available in common device name. If follow-up, what type?: correction.